Manufacturer narrative:
Evaluation results: a cartridge lot number search was performed and no similar complaint found.

Event description:
The reporter stated the surgeon inserted a competitor's lens but the haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. It was the surgeon's opinion that the likely cause of the lens damage was due to the mtc-60c fp cartridge.